Event description:
The customer reported that the system would not produce an x-ray. No pt injury was reported.

Manufacturer narrative:
The ge service rep conducted an onsite investigation. The reported problem could not be duplicated. The system was tested and operates as intended.